Event description:
The customer reported experiencing high blood glucose. The customer stated that she was hospitalized in two different occasions in the past months and his glucose level was over 500 mg/dl. The customer stated that she was hospitalized due to food poison and diabetes ketoacidosis. The customer stated that she does not recall more information on the events. The customer believes that the insulin pump did not play a role in the event, but it maybe due to the infusion set she was wearing at time of call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.